Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient stated the cgm was displaying a low reading, around 55 mg/dl. She stated that her "eyes went black" and she passed out for just around a minute and fell on the floor. Prior to the incident, the patient did a fingerstick but could not remember the value or whether it was high or low. She stated that the readings were erratic on the day of the event, either 20 mg/dl higher or 10 mg/dl lower compared to the cgm readings. She stated that when she passed out for around a minute, she fell on her back. When she regained her consciousness, her husband did another fingerstick but she could not recall the value. Her husband gave her cranberry juice. They did not call an ambulance as she was doing fine after the incident. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.